Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer head was able to connect into a known good programmer; however, there is more resistance than normal when making that connection and therefore the cable was replaced as a preventive measure for connection issues. Analysis also found that the lens in the upper case was cloudy, that the magnet was chipped along its edges and that the label backing was missing. All affected parts were replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.